Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim, and gastrointestinal/pelvic floor therapy. It was reported that the patient was requesting assistance turning stimulation off for an MRI. The caller said the programmer would not power on. The caller was going to call back for assistance when they were able to replace the batteries in the programmer. Additional information received from a healthcare provider on 2020-09-22 (B)(4) stated that their device was "no longer operational". The patient's husband had remote control, and was able to confirm ins was turned off with the patient programmer. It was mentioned that ins was shut off for more than a year. That is all the information that they were able to give.